Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer insulin pump had a physical damage. The customer's blood glucose level was unknown mg/dl. The customer reports many scratches on display and cracks near battery compartment of the insulin pump. No further details given.

Manufacturer narrative:
The insulin pump had minor scratches on the display window, a cracked case at a display window corner, cracked battery tube threads, a cracked reservoir tube lip and a cracked case at a reservoir tube window corner.